Event description:
The device was used during an unspecified seppes procedure. Reportedly, the clips did not load properly. The surgeon was able to complete the surgery with the instrument. The hosp has reported no pt injury occurred.